Event description:
It was reported that the ventilator's measured fio2 was not the same as the set fio2 while it was running on a test lung. The set o2 concentration was 40% but the measured o2 concentration was 33% and was alarming for low o2 concentration. There was no patient involvement. Manufacturer reference #. (B)(4).

Manufacturer narrative:
The ventilator was investigated on site and no fault was found. The o2 and air gas module was replaced preventively and returned for investigation. Simulated use test of the received o2 and air gas module has reproduced the described customer issue. Evaluation of the received device log shows a matching event on the reported event day, at 09:57 a low o2 concentration alarm was generated. A pre-use check was confirmed to be successful prior and after to this ventilation period. Our investigation has concluded that the cause of the given alarms is traced to the nozzle unit in the air gas module. The nozzle unit had a feather spring with wrong angle and a damage o-ring that was leaking. With this failure the patient may receive an amount of oxygen in the gas mixture that deviate from the expected. Flow and pressure may also deviate from the expected. Alarms will be activated if the failure occurs during ventilation.

Event description:
Manufacturer reference #. (B)(4).